Manufacturer narrative:
Returned device was received in xxx physical condition. Evidenceinlog. During the evaluation of the device. Fault. Problemsource. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. One sample was recieved in used condition. Visual inspection showed no discrepancies on the returned sample. A leak test was performed and a leakage was detected in the solvent bond between the tube and the luer. The failure was able to be replicated. A review of the manufacturing process for p/n 21-7609-24 l/n 3917668 was conducted by quality intern on 03/may/2020, in order to verify that there are no situations or practices that could create the event as described in "description of non-conformance" section. The following operations were reviewed, in order to verify that the operations were properly performed, also to ensure that the operations complied with gmp's requirements and shm procedures: ·"bond 8" tube to luer" bonding operation was reviewed to ensure that it perform properly; no discrepancies were found. ·solvent dispensers were reviewed to ensure that it's enough solvent; no discrepancies were found. ·leak testing was reviewed; no discrepancies were found. Visual inspection: a random sample of 32 units from p/n 21-7609-24 were taken from the packaging area in order to detect any missing solvent that could affect the product functionality. Results: no discrepancies were found. Mitigation. Production perform a 100% visual inspection to the cassettes in order to verity that parts are free of damage (scuffs, pinch marks, etc.), cracks, crazing, cuts or other workmanship defects that can affect assembly function or appearance. Production personnel performs a 100% in-process leak test is performed during the manufacturing of the cassette assembly. Quality performs an audit to 15 units at an interval of two (2) hours ± 30 minutes, prior to packaging to verify for damage, cracks, crazing, cuts or other workmanship defects that can affect assembly function or appearance. Root cause: the costumer reported: "when filling up medical fluid into the product at a pre-use check, the customer noticed the fluid was leaking from the connector depending on the filling pressure." The most probable root cause is: ·production personnel didn't apply solvent properly. Action taken: production personnel was retrained on 01-jun-2020 on pm-1008 rev.111 in order to reinforce the solvent application.

Event description:
Information was received indicating that a smiths medical cadd 250 ml medication cassette reservoir was leaking from the connector depending on the filling pressure while filling the product up with medical fluid. There were no reported adverse events.